Event description:
It has been reported to philips that the system could not expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event. The procedure was completed using another device. A philips remote service engineer (rse) inspected the system remotely and identified image processing pc (ip-pc) post failure. Analysis of log file showed issue with the ip-pc post failure which confirmed the reported problem. A philips field service engineer (fse) inspected the system on-site and confirmed that the system could not perform exposure. Upon troubleshooting, it was identified that there was an issue related to ip-pc disk failure. Fse replaced the hard disk and reinstalled the operating system as well as software to resolve the issue. After the repair, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.